Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while using the vasoview 7 xb the pt's leg got an excessive amount of co2 and swelled up. The flow was 8 liters per minute and pressure was at 20mmhg which is outside the guidelines. The users were instructed to follow the IFU guidelines for this product. The same device was used to complete the procedure. The hospital did not report any pt effects. The hospital reported that they did not believe the device malfunctioned. This is something they sometimes see on pts that have diffuse tissue.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends developed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).